Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +17.0d) on (B)(6) 2025. On postoperative exam, one of the haptics was observed to be displaced, affecting the shape of the iris and the pupil. On (B)(6) 2026, a secondary procedure was performed to reposition the lens.